Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 44 mg/dl. The customer was treated for the low blood glucose with juice. The customer stated they experienced a failed battery test form the device. The customer was advised to use new batteries that were room temperature. The customer stated that they will call back in thirty minutes to finish troubleshooting. The customer called back and stated that they will be sending the insulin pump back for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No moisture damage noted in the battery tube, on the electronic assembly or on the motor. The insulin pump passed displacement, rewind, basic occlusion test, self test and a21 error tests. All operating currents are within specification. Off no power alarm functions properly. No failed battery test alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube and cracked reservoir tube lip.